Event description:
It was reported on (B)(6) 2015 that a patient was experiencing vocal cord paralysis. The vocal cord paralysis began approximately (B)(6) 2015. The suspected cause is due to the presence of the device and stimulation. The patient had a consultation for vns removal. Vns removal surgery has not occurred to date.